Event description:
Customer states they were getting high blood glucose reading. They received a "hi" result and dosed insulin based on the result. Two hours later the customer was feeling ill and states they were nearly unconscious when emergency medical technician arrived. They were taken to the e.r. And were given a glucose IV. No controls were in use. The customer states they threw away all items. Replacement products sent.